Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 120 mg/dl. Troubleshooting was performed. The husband stated that the infusion set was changed with no results. It was also stated that the customer changes the infusion set and reservoir every three days. The daily totals matched to the basals and bolus history. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reportedhat during a total laparoscopic hysterectomy procedure the tissue pad melted and then fell off. The tissue pad fell into the patient, but was retrieved through the trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.